Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was episode of oversensing noise which inhibited pacing in the patient for approximately two seconds. The time of the noise corresponds to an unrelated cancer operation the patient was having. At this time, no changes were made and the cardiac resynchronization therapy defibrillator (crt-d) remains implanted and in service. No adverse patient effects were reported.